Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call high blood glucose levels. Customer's blood glucose level was 434 mg/dl. Customer advised the cannula was bent and this issue occurred with about 4-5 sets. Customer treated their high blood glucose with a manual injection.